Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in one of the infusion sets, the tubing broke from where it was connected to the site. The portion that was connected to the site remained connected, but the tubing broke off while the patient was sleeping. The patient's blood glucose level at the time of this event was 210 mg/dl. The patient did not notice any damage when the package was first opened. No further information available.